Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body. Explant method: ni technique/tools:ni no complications.